Event description:
It was reported that during a surgical procedure at the healthcare facility, an ortholock ex-pin 3x110 broke. It was reported that the surgical procedure was completed successfully.

Event description:
It was reported that during a surgical procedure at the healthcare facility, an ortholock ex-pin 3x110 broke. It was reported that the surgical procedure was completed successfully.

Manufacturer narrative:
Additional information regarding the reported event has been requested but not provided at this time.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for evaluation.